Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. Logs have been received and are currently under evaluation. No parts have been replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the navigation system became unresponsive when loading images. The image loaded to about 60% when the issue occurred. Rebooting the system resolved the issue. There was no patient present at the time of the issue.